Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss noted during testing. Pump received error 25 due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device did not receive low battery alert prior to the replace battery now alarm. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. Customer will return device for analysis.